Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the femoral component at the bone to cement interface and tibial tray at the implant to cement interface. Unknown cement was used. Patient has a left total knee. Surgeon revised the femur and cement was stuck to its backside. When surgeon checked the tibial tray, it came loose too. No cement stuck to its backside. The tray was a 1st generation tray. The patella was well fixed and retained. It is unknown when this knee was done. Doi: unknown. Dor: (B)(6) 2021; left knee.